Event description:
It was reported that during implant the lead exhibited low out of range impedance. The lead was not implanted.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of low lead impedance was confirmed in the laboratory and was due to an electrical short in the lead. The cause of the short was damage to the inner insulation in the field during the surgical procedure.